Manufacturer narrative:
The customer alleged possible under delivery anomaly and high bgs on 22-oct-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 22-oct-2023 in the pump history file. (B)(6) 2023 14:50:22.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7 (B)(6) 2023 15:32:01.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7 (B)(6) 2023 18:52:48.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.6 squarebolusamountprogrammed = 1.7 bolusamountdelivered = 1.6 (B)(6) 2023 19:52:00.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.6 squarebolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 (B)(6) 2023 22:11:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 please see below for the daily total of all insulin delivered on the event date 22-oct-2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 21.725 dailytotalofbasalinsulindelivered = 16.025 dailytotalofbolusinsulindelivered = 5.7 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 22-oct-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 22-oct-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: pump passed displacement test. Customer declined high pressure test.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer¿s current blood glucose level at the time of the event was 351 mg/dl. The customer treated high blood glucose with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. The customer was using the pump within 48 hours at the time of the event and the auto mode feature was not active at the time of the event. The symptoms the customer was currently reporting related to the high blood glucose were dizziness, very thirsty, and can't think straight. The customer alleges the pump was under-delivering due to continual changes set and boluses and blood glucose stay high. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.